Manufacturer narrative:
This is the same event as 3010536692-2016-00610. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to following mom complications: a tha failure. During revision surgery it was found that the patient had a large pseudotumor and granulomas appearing fluid on the medial aspect of her greater trochanter. The abductor muscles appeared intact with no tear or defects. Because of the component was well fixed and very close to cortices, an extended trochanteric osteotomy was performed. (Left).